Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cooler heater unit was not pumping "cool" mode. As a result, an alternate device was employed. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the pt.

Manufacturer narrative:
This complaint is related to MDR #1828100-2014-00237. The reported complaint was confirmed by the field service rep (fsr). The fsr found that the cooler heater unit would not pump in any mode and that the pump motor only "hummed". The fsr replaced the circulation pump and verified performance and safety in all modes. The unit operated to MFR specifications and was returned to clinical use. The suspect circulation pump was returned to the MFR for further evaluation. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.